Manufacturer narrative:
Preliminary investigation performed on (B)(6) 2018 by r&d product manager on (B)(6) 2018. Only the screw is shown in the picture. It is not clear how it was happened and we can not determinate with certainty the root cause of the event, but it is possible that, in order to correct the direction of insertion, the surgeon would have applied a force in flexion to provide the breakage of the screw.

Manufacturer narrative:
On (B)(6) 2017 the r&d project manager checked the pictures received commenting as following: the bayonet drills were broken, the cause of the breaking might be an excess of flexion during their use. Batch review performed on (B)(6) 2017. Lot 172444: (B)(4) items manufactured and released on (B)(6) 2017. Expiration date:08/07/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Lots of the broken instruments are unknown.

Event description:
During surgery when the surgeon was drilling for a screw the drill bit broke. The surgeon used a secondary drill bit. The second drill bit also broke. All fragments from both bits were recovered. The surgeon used a tertiary drill bit to complete the surgery. Then, while implanting the screw, the screw hub broke off. The threads remain in the patient. The surgeon used a secondary screw to secure the cup. The surgery was completed successfully.